Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. Magnified inspection identified a complete circumferential tear in the balloon material 9mm from the proximal markerband. The distal end of the balloon was pulled over the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, when the balloon was inflated at 12 atmospheres, a circumferential balloon rupture occurred at the middle portion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, when the balloon was inflated at 12 atmospheres, a circumferential balloon rupture occurred at the middle portion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.